Event description:
A pt reported blood glucose results of "230 mg/dl,199 mg/dl, and 105 mg/dl " with a lifescan meter, performed within 10 minutes of each other. The meter,test strips, and control solution are being replaced.